Event description:
Paramedics attended to a female described as obese who had collapsed at a restaurant. The paramedic applied the electrodes to the pt then attempted to connect the defibrillation cable to the electrodes. The connecors allegedly failed to connect securely and fell off the electrodes. Standard external paddles were subsequently used with no further problems reported. The pt was not resuscitated. The reporter indicated tha alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.